Event description:
It was reported that during the start of a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report that there was no image on the right eye of the surgeon's side console (ssc). The site tried power cycling the system, but the issue persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard power cycle system, but the issue still remained. The isi tse asked if there were any video cables connected, and the customer stated that they had a digital video interface (dvi) cable connected to the psmc. The isi tse had the customer disconnect the video cable but the still issue remained. The site was moving forward with the case with just the left eye. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced high resolution stereo viewer (hrsv) for evaluation. The hrsv has been returned and evaluated by the failure analysis team. The reported failure was replicated. In-house testing confirmed no video on the right eye when the hrsv was powered up.

Event description:
Refer to h10/h11 for follow-up information.